Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Tampon still inside me- vagina [foreign body in reproductive tract] string completely came off- tampon [device breakage] when pulling out, the string came off with tampon still inside of me [complication of device removal]. Case narrative: consumer reported via e-mail that the string came off the tampon. No serious injury reported.